Event description:
During review of programming history, it was noted that high impedance occurred during normal mode and system diagnostics on (B)(6) 2012. The high impedance did not resolve on the date that it was seen; however, subsequent diagnostic tests throughout available history show impedance within normal limits. No adverse events have been reported as a result of the high impedance. The device was disabled at the time of the event and programmed on (B)(6) 2012 at which time impedance was normal.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury